Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a no external power alarm and the system controller¿s black power cable being damaged were not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the event were asked multiple times and no responses were received. Per the event, the controller was exchanged without issue. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated they were on wall power when their ventricular assist device (vad) started alarming no external power, so they switched to batteries and it stopped alarming. The patient confirmed that their mobile power unit (mpu) had the green light on and there was no yellow wrench alert on the mpu. All efforts to trouble shoot the issue with the mpu ended up with the same vad alarm whenever the patient attempted to reconnect to their mpu. The patient went into the hospital, and it was noted that there was some visible damage to the sheathe for the black system controller power lead that the patient stated came from their dog biting at the cord. The site connected the patient to an mpu at the hospital and the patient's controller started alarming again. It was noted that the black power lead was attached first with no issues or alarms but as soon as the white power lead was connected, it started alarming no external power and both power lead indicators lit up yellow. The decision was made to exchange the controller, and the controller change was made with no further issues or alarms when testing the patients power sources. The patient tolerated the controller change with no issues.